Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer and showed them how to search for seven days for monitors in and out of standby. The customer did not know the date and time of the event, so logging into prs to pull log data was not worthwhile. The customer reported this was not a monitor issue. The staff had put the monitor into standby for too long. The patient had an event while the monitor was in standby. The customer has taken action to learn from this situation by initiating a process review for use of standby functions. The customer explained this incident was not related to an equipment malfunction but connected to procedures for standby mode usage. The customer confirmed this was an internal work procedure issue. The device was working to specification. No further investigation or action is warranted at this time. Based on the updated information, this record has is deemed not a reportable event with philips due to when the device enters standby spontaneously, monitoring is stopped however there are clear indicators that active monitoring is not occurring and the message "standby" is provided at the bedside/central with no other monitoring parameters. The user would detect this during close personal surveillance and act to resume monitoring.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported after the patient death, the customer requested assistance in determining when the device was placed in standby. The patient passed away while connected to the telemetry device after the device was placed in standby. The customer indicated the incident was not related to an equipment malfunction but to an internal work process issue. In addition, customer indicated it was reviewing its policy on the use of standby with the monitors.